Event description:
It was reported that caller was unable to interrogate the device in the patient while in the hospital. There was no pacing or magnet response. In addition, the monitor shows atrial fibrillation. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.